Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: "when did the failure occur: during therapy. Reason of complaint: underinfusion of carboplatin. Prior infusion with paclitaxel completed without issues on affected pump. Carboplatin vtbi (volume to be infused) 264.5 milliliters (ml) and rate 295ml/hour expected to complete within 1 hour. At the end of the 1 hour mark, observed around 1/4 bag left. Line was removed (no flattening observed) and transferred to another pump to be completed without issues. Patient okay".

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. The device history files from (B)(6) 2024. It could be found several infusions on this day. At 03:06pm a space line was inserted and the infusion started with a rate of 295ml/ and a volume of 330ml. At 04:17pm the kvo-mode (keep vein open) started and one minute later the infusion stopped. At this time, 330ml was infused. No other abnormalities were found. 3. Judgment: 3.1 the complaint could not be confirmed.